Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with injection of vancomycin (1gm, ongoing, route and frequency not reported) and injection of fortum (1gm, ongoing, route and frequency not reported) for the event. Fourteen days after event onset, during hospitalization, the patient experienced cardiac arrest. The same day the patient passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported the peritonitis was not resolved prior to death. Two days prior to death, pd therapy was discontinued, and the pd catheter was removed. Antibiotic therapy was ongoing and the patient was performed hemodialysis therapy at the time of death. No additional information is available.